Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Engineering analysis confirm that the power consumption is increasing in a gradual fashion. This appears consistent with capacitor degradation due to hydrogen gas content in sealed pulse generator (pg) atmosphere. To date, the device remains in service. No adverse patient effects were reported.